Manufacturer narrative:
Correction section d10 : concomitant products therapy date previously reported apr 28, 2021 should have been updated with aug 16, 2023.

Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right atrial (ra) lead was found to have exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes. Programming changes were made to resolve the issue. The patient was in stable condition.